Event description:
The customer originally returned his olympus high definition lcd monitor due to a damaged cable. According to the initial reporter, this was not found during a procedure or procedure preparation. There was no patient involvement during this event. During the device evaluation, it was discovered that the monitor was not displaying an image due to a faulty printed circuit board. This report is being submitted to capture the lack of image during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. However, there was one damaged pin on a coax connector that was causing no image on that port. Additionally, as noted in b5, there was no signal output due to a damaged printed circuit board. Minor scratches were also noted on the window screen. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a damaged input pin of the serial digital interface. The root cause of the damaged input pin was unable to be identified. Additionally, it¿s likely there was no signal output due to a defective printed circuit board (qb board). The root cause of the defective printed circuit board was unable to be identified. Olympus will continue to monitor field performance for this device.